Event description:
Upon evaluation of the returned colonovideiscope, foreign material was observed at the light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitave root cause of the observed foreign material could not be identified, however, the issue was likely the result of insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.